Event description:
The customer reported that it was not possible to change the diameter of the lasso variable catheter.

Manufacturer narrative:
All unused distributed variable lasso catheters (d-1237-xx) were removed from the field. Recall # 9673241-03/25/08-001-r - variable lasso catheter (d-1237-xx) recall. A corrective action has been opened to address and resolve this issue.